Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 01/19/2026, it was reported that the patient had a egv reading of 77 mg/dl. No bg fingerstick reading was taken by the wife. The wife noticed that the patient was having seizures, muscle contractions and had passed out. The patient fell down from the bed and had a bump in the head. The wife tried to give the patient glucose tablets but the patient was unable to take them. The wife called 911 at they arrived at about (B)(6) 2026 2:30 am. Upon arrival, the paramedics took a fingerstick and the bg reading was 20 mg/dl. The patient was unable to remember the exact egv reading at that time. The paramedics gave the patient glucagon via injection and it was then after that the patient had gained consciousness. They took the patient to the hospital. During the trip to the hospital, the paramedics did a fingerstick in the ambulance and the bg reading was 40 mg/dl. Upon arriving at the hospital, the staff took a fingerstick and the bg reading was about 80-88 mg/dl. No other medication/treatment was given to the patient. No treatment done for the bump sustained when patient fell from bed. The staff monitored the glucose of the patient until the reading reached 156 mg/dl. The patient stayed at the hospital for about 8 hours and went home within the same day. At the time of the call, the patient said that he is feeling better. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.